Manufacturer narrative:
Additional information: g4, h4, h6, h11. Correction: d1, d4 (model, expiration date, UDI #). H4: the lot was manufactured between september 14, 2023 and september 15, 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a leak at the administration port. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from an unknown location. This occurred before patient use. There was no patient involvement. No additional information is available.